Event description:
Reporter indicated a vns patient had high lead impedance readings. The vns was disabled and the patient was referred for lead revision surgery. The patient later underwent lead revision and prophylactic generator replacement surgery. The explanted lead was returned for product analysis. A portion of the lead assembly body including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the remaining portions of the returned lead is consistent with that which typically exists following an explant procedure. No other obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. All attempts to the reporter for additional information have been unsuccessful to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.